Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0201 - electrical/electronic component problem identified.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error u-02. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The first erbe unit was returned for failure analysis; however, system logs could not be queried due to the unit's doa disposition and lack of a system serial number. During inspection, no errors related to the reported event were found, nor could they be replicated on site. Testing showed no errors at startup, and all operations were successful. M-0b errors in erbe logs were related to the neutral pad. A visual inspection revealed slight peeling on the serial number label and a nick on the pedal I/o label, but these do not pose a current risk to readability. The complaint was not confirmed based on failure analysis. The second erbe issue involved a recurring u-02 error on the erbe generator and confirmed through system logs. The error was observed during testing, along with a c-00 error at startup. Upon visual inspection, the unit was found to have scratches on the cover/housing, as well as cracks on the upper and lower inner left corners of the white bezel. The complaint was confirmed based on failure analysis the probable root cause is likely due to a component failure causing an operational problem within the erbe. .

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the integrated electrosurgical unit (iesu) or erbe generator experienced a repeated u-02 error. The user attempted to resolve the issue by power cycling the generator multiple times, but the error persisted. Tse explained that the repeated u-02 error would require the erbe generator to be replaced. The user did not have a backup generator available. No known impact or patient consequence was reported.